Manufacturer narrative:
Based on the claim against the product by the customer noting an alleged "burnt smell" coming from the vision side cart (vsc), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed that the illuminator was non-functional. This observation confirmed the customer reported issue. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Intuitive surgical, inc. (Isi) received the replaced illuminator involved with this complaint and completed the device evaluation. Failure analysis of the illuminator confirmed that the printed circuit assembly (pca) board that is usually connected to the housing was broken off. Furthermore, the pca board connection was found loose, and it was damaged due to overheating. The complaint regarding the reported failure was confirmed by the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to defective component within the illuminator. This complaint is considered a reportable event due to the following conclusion: during the procedure, an alleged "burnt smell" coming from the vision side cart (vsc) was observed. Fse confirmed a defective illuminator. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed an alleged "burnt smell" coming from the vision side cart (vsc). The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The customer stated that the system initially powered on without error. The customer indicated that the surgeon elected to continue the procedure as planned. No other issue was observed. No known impact or patient consequence was reported. Isi followed up with the site and obtained the following additional information regarding the reported event: the system was inspected prior to use and no problem was found. The issue was identified approximately 30 minutes during the procedure. There was no related error fault. Burnt mark was found on the connection between the lamp module and illuminator. The procedure was completed using the same illuminator.